Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was in the 400¿s mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose. Customer was treated with bolus for high blood glucose value. Customer did not require medical attention and did not believe that she was in auto mode during the high blood glucose. Customer stated that insulin pump receive a change sensor alert also that tubing was detached at the quick release. The device will not be returned for analysis.